Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: visual examination of the returned device and attached images confirmed the reported material fracture. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: no lot information was provided or known, a manufacturing records evaluation (mre) was not able to be performed. Protocols and acceptance certificates could not be reviewed. H10 additional narrative: added: b1 (adverse event), b2 corrected: d10, h3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  added d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected h3.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a bilateral hip replacement with corail-pinnacle ceramic on ceramic in (B)(6) 2019. On the (B)(6) 2020, the patient contacted the initial operating surgeon to tell him that his right hip is squeaking . On the (B)(6) the patient reported to the hospital and the surgeon took the decision to revise it. On the (B)(6) the x-rays were taken and they showed a liner failure on the right hip. The surgery took place in the afternoon. While opening the capsule a brown liquid squirted out of the articulation and the surgeon described it as metallosis. The whole articulation was filled with sand like particle of ceramic and two large pieces were observed. The surgeon proceeded in thoroughly debriding the articulation and replaced the broken ceramic liner with a polyethylene liner and the ceramic head with a new one. The patient also presented significant synovitis and the surgeon suggested that the failure might have happened earlier than what the patient reported.